Manufacturer narrative:
It was later reported that an x-ray of the lv lead showed the lead to be in the same position. Programming was done around this lead and the issue will be monitored. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Final resolution has been requested from the field representative. No further information has been received. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead had no capture at maximum output in either configuration. The thresholds had been steadily rising and there was suspicion of dislodgement. Programming changes were made. Of note, this patient was hospitalized with heart failure symptoms, possible related to the loss of lv pacing. The physician was still contemplating addressing the issue further.

Manufacturer narrative:
It was later reported that this lead was electively explanted. A return request was made for this product.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the complete lead was performed. Visual observation noted set screw marks were present on the terminal pin, electrocautery damage was noted on the insulation, and dried blood/body fluid was present in the lead lumen. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to confirm the reported clinical observations.